Event description:
Anesthesia noted that the cuff on the et tube used was not holding pressure. The anesthesiologist re-intubated the patient with a new cuff without issue. The defective et tube was saved with packaging.